Event description:
The customer reported the device is intermittent working. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. The device does not detect the sensor when lightly physically manipulated. A known good tb-20 connector was temporarily installed in the device and the sensor was recognized and could take measurements without any errors or failures. The customer's tb-20 was placed back in the device and the failure was present. Solder damage was observed in customer's tb-20 connector pins which prevented pins from having proper contact with the sensor. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device is intermittent working. No patient impact or consequences were reported.